Manufacturer narrative:
(B)(4).

Event description:
The account executive stated the customer thought the coaguchek xs meter serial number (B)(4) was reading inaccurately. A patient was tested and the result was 5.3 inr. The customer questioned the result and tested the same patient with a new fingerstick on a second coaguchek xs meter and the result was 2.7 inr. She tested the patient a third time on the second coaguchek xs meter and the result was 2.7 inr. The results of 2.7 inr were believed to be correct. Information concerning when the tests were taken or if the patient was treated was requested, but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.1 inr and 2.3 inr. Donor hct: 47% and 52%. Testing results: donor 1: master lot / master lot strip and customer meter 2.1 inr/ 2.1 inr. Donor 2: master lot / master lot strip and customer meter 2.1 inr/ 2.3 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.